Event description:
The patient reportedly experienced intermittency between the external equipment and the cochlear implant. External equipment was exchanged. Programming changes were made; however, this did not resolve the issue. Testing showed that the patient's device is functioning. Surgery to explant the patient's device has been scheduled.